Event description:
It was reported that the handpiece of versajet ii console will not lock. No case involved.

Manufacturer narrative:
The device use in treatment, has not been returned for evaluation. With no additional information provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable root cause include, component failure, or corrosion on the interlock. The IFU details this in the maintenance section. The manufacturing records show no evidence, that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.